Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2026. On (B)(6) 2026, it was reported that the patient reported that when he tested his bg meter and compared it to his cgm device, they were ¿way out of it¿. No specific bg meter or cgm comparison values were reported at this time. The patient was also wearing an omnipod insulin pump. The patient went to the hospital for evaluation and was diagnosed with dka. No details leading up to the patient going to the hospital were reported. At some point during the patient¿s hospitalization, the patient¿s cgm was reading high mg/dl while the bg meter was reading 675 mg/dl. The patient was also vomiting. The patient¿s insulin pump was removed and he was treated with an IV insulin drip. He also had blood work done every hour and bg meter readings tested every 30 minutes. The patient was discharged on 05/14/2026. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.